Event description:
During testing the ventilator alarmed with the error code "e07 im inter comm fail" (internal failure of the communication interface micro) when the manual breath button was pushed. There was no reported pt involvement or pre-clinical involvement. The manufacturer is working with the distributor to obtain the device for evaluation. A follow-up MDR will be submitted. Based on the information provided, the preliminary determination for the cause of the reported failure is the main system board.